Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 500 mg/dl and 513 mg/dl. Customer pulled out the infusion set and it was bent. The customer was treated with manual injections. Customer did not have irritation but pain at the site of infusion sets. The device is not expected to be returned for analysis.